Event description:
It was reported that the patient experienced a cardiac perforation resulting in cardiac tamponade and pericardial effusion. A chest tube was surgically inserted and the right ventricular lead was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. The analysis performed revealed no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. Concomitant products: 5076 implantable pacing lead (B)(6) 2013. (B)(4).